Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and a t-sling were implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of mini laparatomy with supracervical hysterectomy, bilateral salpingo-oophorectomy, abdominal sacral colpopexy, abdominal paravaginal repair, cystoscopy, cystourethroscopy, caldera transobturator tape sling, placement of on-q pain buster catheter pump, salute laparoscopic 38cm sterile implant cartridge, 10q-ring used. It was reported that on (B)(6) 2008 patient underwent ¿redo pubovaginal sling¿, product: sparc sling system. On (B)(6) 2011 the patient underwent laser lithotripsy of bladder stone, and cystotomy repair in (B)(6) 2011.on (B)(6) 2011 patient underwent removal of ¿eroded¿ mesh into bladder (¿only removed the left lateral portion of the mesh). (Please note correct implant date)

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2007 to treat incomplete uterovaginal prolapse, cystocele, frequency, urgency, and stress urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and (B)(6) 2011.